Manufacturer narrative:
The catalog number and lot code of the femoral component were not provided. An unknown stem was added based upon the details of the event description. Additional information has been requested and the contact indicated that no further information would be available for evaluation of the reported event.

Event description:
It was reported that there was a right total hip arthroplasty revision due to femoral component loosening.